Event description:
A home pt contacted baxter's technical service center regarding a check supply line during prime. The spike was not fully inserted. The priming process was restarted. No pt injury or medical intervention was indicated at the time of the initial report.